Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after the infusion set connector was not attached and locked properly, resulting in interrupted insulin delivery; the user disconnected, performed a supply change, and later completed a full infusion site change with guidance, after which insulin delivery was resumed. Symptoms included high blood glucose with values reported around 370 mg/dl. Outcomes included continued monitoring with subsequent confirmation that glucose levels trended down into range and no hospitalization. Investigation included troubleshooting and education over the phone, guided reconnection, and a subsequent guided site change. Investigation of this case revealed user error related to an infusion set connector not secured and a likely suboptimal site location without visible evidence of site failure. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate connection or site selection.